Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a return of pain and a constant pulling or tugging sensation behind the ear. The pt described it as "it feels like the back of my head wants to come off." The device was replaced on (B)(6) 2010; the hcp reported the pt outcome as a non-serious injury.